Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete, a review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Add'l info will be submitted within 30 days of receipt.

Event description:
The genesis stent was entered through the sheet of the wire for treatment of a stenosis, but the stent did not cross the lesion. The target lesion was a renal artery, vessel characteristics are unk. After removing the stent, it was noticed that one of the proximal struts was bent up. There was no difficulty reported in advancing or removing the stent. No difficulty reported in prepping or removing the product from the packaging.